Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1 implantable pulse generator (ipg) implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported there were unstable thresholds and intermittent capture on the right atrial lead. The lead was capped and replaced with a transvenous lead. No patient complications have been reported as a result of this event.